Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Upon investigation of the actual device used in this incident, it was determined that system failure. The technical support specialist had contacted customer to remove managed to staff nurses as well to resolve the issue. The system functioned as intended after being assessed by the technical support specialist. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported by the customer that bd pyxis¿ med station¿ es displayed "no access error" message. Nurse was attempting to remove lidocaine patch (lidop) from 4n-bh but drug has been grayed out for the last few days, even though they were able to remove it on the first day. When user touched on the grayed out order, the error message pops up. There were no adverse events or injuries reported based on this incident.